Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 70% stenosed, 45 to 90 degree bend, de novo lesion being treated was located in the mildly calcified, severely tortuous left anterior descending artery. Without predilating the physician advanced the 8x3.50mm taxus liberte stent delivery system to the target lesion. However, resistance occurred and it was noted via angiogram that the proximal section of the stent bent. The device was successfully removed and the procedure was completed with a 3.5x12mm taxus liberte and postdilated with a 3.5x8mm quantum maverick balloon catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The 70% stenosed, 45 to 90 degree bend, de novo lesion being treated was located in the mildly calcified, severely tortuous left anterior descending artery. Without predilating, the physician advanced the 8x3.50mm taxus liberte stent delivery system to the target lesion. However, resistance occurred and it was noted via angiogram that the proximal section of the stent bent. The device was successfully removed and the procedure was completed with a 3.5x12mm taxus liberte and postdilated with a 3.5x8mm quantum maverick balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. Stent strut rows 1 and 2 were misaligned. Solidified contrast media and blood were present within the guide wire lumen. Kinks were present along the shaft polymer extrusion. A hypotube kink was also present approximately 58cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu contraindicates lesions involving arterial segments with highly tortuous anatomy. (B)(4).